Event description:
It was reported that the implantable pulse generator (ipg) dislocated and tilted a bit which caused the patient pain due to the position. The patient underwent a procedure where the ipg was repositioned. There were no reported complications postoperatively.